Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead has been showing a trend down in shock lead impedances. At implant the values were within limits and now they are out of range. No noise was observed. A commanded max energy shock was recommended to evaluate the state of the rv lead. According to the field representative, the plan from the physician plan is to take the rv lead out and replace it with a new tachy lead but she has not been in for procedure yet. The rv lead remains in service at this point. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead has been showing a trend down in shock lead impedances (sli). At implant the values were within limits and now they are out of range (oor). No noise was observed. A comanded max energy shock was recommended to evaluate the state of the rv lead. According to the field representative, the plan from the physician plan was to take the rv lead out and replace it with a new tachy lead but she had not been in for procedure yet. At surgical procedure, the old rv lead was extracted and a new single coil lead was placed. With this new lead, low, oor shock impedances were still observed. A new device was implanted and slis were within normal limits but still low after a commanded shock, that was part of the implant procedure, was delivered. The explanted device is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead has been showing a trend down in shock lead impedances (sli). At implant the values were within limits and now they are out of range (oor). No noise was observed. A commanded max energy shock was recommended to evaluate the state of the rv lead. According to the field representative, the plan from the physician plan is to take the rv lead out and replace it with a new tachy lead but she has not been in for procedure yet. At surgical procedure, the old rv lead was extracted and a new single coil lead was placed. With this new lead, low, oor shock impedances were still observed. A new device was implanted and slis were within normal limits but still low after a commanded shock, that was part of the implant procedure, was delivered. The explanted device is expected to be returned. No additional adverse patient effects were reported.